Event description:
A customer contacted beckman coulter inc. (Bci) in regards to no value ind flagged progesterone results generated by access 2 immunoassay analyzer for one patient. The results were not reported out of the laboratory. Subsequent testing with a diluted sample produced a higher result. The customer did not receive any report of patient injury requiring medical intervention, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a plastic bd serum tube with a gel separator, and was centrifuged for > 5 minutes at < 5000 rpm. Qc was within the established ranges prior to and after the event. The customer sent the sample to bci for additional testing. Bci customer product line support (cpls) was able to replicate the customers neat result of no value with an ind flag. Subsequent testing with heterophile blocking agents showed a significant increase in dose, thus indicating a patient source interferent. Service was not dispatched for this event as the customer was not questioning instrument performance at this time. A patient source interferent is the root cause of this event. It was sample issue.